Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. As per reporter no revision procedure is planned at this time. No product information has been provided nor radiographs or images of any type that confirm the alleged event. No root cause can be determined at this time. Labeling review: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques.'' "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." Left in-situ.

Event description:
On (B)(6) 2012 a patient underwent a anterior cervical discectomy fusion at c4-7 without any reported issues. On (B)(6) 2019 the patient experienced neck pain, follow up radiographs identified multiple screw fractures and a screw back out. No revision planned at this time.